Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Unexpected return. The IV tubing set was cracked.

Manufacturer narrative:
An unexpected return from the customer confirmed a leak from the tubing. Visual inspection observed a cut in the tubing approximately 3 inches above the check valve. Functional priming testing found the set leaked from the previously observed cut tubing. No other leaks were observed throughout the set configuration. The source of the leak is due to a cut in the tubing 3 inches above the check valve. The root cause of the cut damage could not be determined.

Event description:
Unexpected return - the IV tubing set was cracked.